Event description:
During a knee arthroscopy the tip of the shaver blade broke off into the patient's joint when the patient's knee was extended. The tip was easily retrieved with a grasper. No patient injury or surgical delay was reported.

Manufacturer narrative:
Investigation results: only the inner tube of the shaver blade was received. An evaluation found that the inner shell detached from the weld. Unable to determine if the weld was sufficient as the mating portion of the shaver blade was not returned.